Event description:
A medical centre in (B)(6) reported via our distributor that the pins on the expiratory breathing tube of an rt204 adult dual heated breathing circuit were bent. This was noticed before pt use.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the complaint device was tested for full insertion of the heater wire adaptor plug. Results: full insertion of the expiratory heater wire adaptor was not possible as the heater wire pins were bent, confirming the reported complaint. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).